Manufacturer narrative:
The returned product was patent. The distal patient line tubing was no longer adhered to the tubing to luer connection at the patient line stopcock. Adhesive was observed in the interior and on the exterior of the connection and tubing. The damages led to the device not meeting requirements for the leakage test. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the 3-way connector connecting the ventricular catheter to the exacta became loose. According to the report, there was no injury to the patient.